Event description:
It was reported to philips that during the op check, when the charge button is pressed, the device boots back to the main page. It happens with the paddles and the therapy cable. There was no reported patient involvement.